Event description:
The reporter did not state the reason for the return of the posey sitter select alarm model 8361. There was no pt contact or injury reported. Inspection shows that the alarm had evidence that the battery connectors were damaged which could potentially cause the alarm to work intermittently.

Manufacturer narrative:
Eval codes, results (other): the alarms case is damaged, the delay switch did not function, the battery door is damaged and the battery connectors inside the unit are damaged.